Event description:
It was reported the patient's (B)(6) stimulation is not in the correct area. In addition, only one of the patient's program is reportedly working. A diagnostic test found impedance issues for several lead contacts. An x-ray was taken for further interrogation revealing lead migration. Surgical intervention will be undertaken at later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.